Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during routine fluoroscopy, the patient's right ventricular(rv) lead was discovered to be externalized. The rv lead was explanted and replaced. The patient is stable.